Event description:
It was reported to philips that the device powered off unexpectedly during testing. There was no patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The hospital has contacted a third party to repair and replace the equipment. The equipment has not caused adverse effects on patients, and other information will not be provided by the hospital.